Event description:
Customer reported blood glucose results of 67 mg/dl and 138 mg/dl within 10 mins on the advantage system. Customer reported no symptoms, treatment, or adverse event relative to these discrepancies. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was not replaced or returned.